Manufacturer narrative:
This report is filed on june 14, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the device was electively explanted (date not reported) due to patient experiencing poor performance with device use and a subsequent reduction in clinical benefit. It is unknown if there are plans to reimplant the patient with a new device.

Manufacturer narrative:
This report is filed (B)(6) 2016.

Manufacturer narrative:
Correction: the device was explanted on (B)(6) 2016. This report is filed august 24, 2016.